Event description:
Metal on metal depuy right replacement hip implanted (B)(6), 2008 due to osteoarthritis. In late 2011 a small area of scalloping and lysis was detected under the collar of the femoral prosthesis which progressed yearly. Lab in (B)(6) 2013 revealed increased cobalt levels. I underwent a revision surgery on (B)(6) 2014.